Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blank display screen issue. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the pump was powered on with auditory and vibration. The display screen was observed to be blank upon start up. The pump¿s cover was removed; no intermittent conditions were found to the oled circuit or to the printed circuit board (pcb). A test code downloader was used for download purposes; the upload was successful; however, there was an eeprom communication failure found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.